Manufacturer narrative:
(B)(4). Concomitant medical products: tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598005701 lot # 61582620, femoral component option for cemented use only size f left catalog # 00599601651 lot # 61578129, all poly patella size 35 mm dia. Standard 9.0 mm thickness catalog # 00597206535 lot # 61599641, simplex bone cement catalog # 6197-9-001 lot # mk0068, simplex bone cement catalog # unknown lot # unknown. This bone cement is manufactured stryker the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient was revised due to fractured articular surface post.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows wear and has fractured post feature. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.